Event description:
On (B)(6) 2009, the patient reported that yesterday, he noticed the display of his infusion device was missing segments. He stated that he is unable to tell if the infusion device is in the run or stop mode and he is unable to read the time. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.